Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the circumstances that led to their implantable neurostimulator (ins) being depleted were that they had a change in their activity level. They called their manufacturer representative (rep) and they told them what to do, and they did and that now it is working fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient and that patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs), cervical/neck, and spinal pain. It was reported that on 2(B)(6) 016, the patient met with the manufacturer representative and the manufacturer representative was able to fix the power on reset message. The patient's implantable neurostimulator had been depleted since (B)(6) of 2016. The manufacturer representative provided instruction for a physician mode restart on (B)(6) 2016; however it did not work. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.